Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 344 mg/dl at time of incident and current blood glucose level was 286 mg/dl. The customer¿s blood glucose level was 585 mg/dl, 404 mg/dl, 325 mg/d, 278 mg/dl and 296 mg/dl. The customer was treated with injections and pump. The customer was advised high blood glucose may occur if the insulin is expired or cloudy. The customer declined to troubleshoot of the bent cannula. The customer was advised to try a new vial from a different shipment or lot if issue is recurring. The insulin pump will not be returned for analysis.